Event description:
It was reported that during da vinci-assisted surgical procedure, the illuminator was not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the lamp module instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The lamp module was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage to the lamp module. The lamp module was placed on an in-house si system and did not display any errors, and the lamp module was successfully set to level 100. The illuminator operated as expected, and the light was turned on. There was no obvious dimming to the light. The lamp module was attached to and removed from the system without any issues on multiple attempts. No product issue was identified. Although the error code points to the illuminator lamp module, the probable root cause cannot be traced more specifically based on failure analysis, which was unable to replicate the issue during in-house testing.

Event description:
Refer to h11 for follow-up information.